Manufacturer narrative:
Device return requested. There are previous complaints on this device not related to the issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/03/2024, zyno medical received a report from the customer reporting that the pump had flowrate offeset 06% and psi 30 of 265. No patient involved reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon further evaluation, it has been determined that the hex file requested doesn't represent a change in calibration values from DHR. It has been determined that this event does not meet the criteria to be classified as a complaint. Reference to complaint # (B)(4).